Event description:
It was reported that the customer's insulin pump alarmed an error. Troubleshooting was performed, and the displacement test could not pass. Ran the self test and passed. Reviewed the alarm history and the error alarm was confirmed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. See scanned pages.